Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on 30-jun-2020 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 01-jul-2020: distal cap - fixed type failed seal integrity inspection, fluid invasion in pve connector, fluid invasion in umbilical light guide cable, shield cover corroded, distal cap - fixed type distal tip upgrade, #3 remote control button not working, #2 remote control button not working, debris inside lightguide prong cover glass set, pve electrical connector frame has severe corrossion, insertion tube abrasion, image blackout, fluid invasion in control body, up/ down pulley wire frayed, #1 remote control button not working, right/ left pulley wire frayed, control body mild corrosion inside, #4 remote control button not working, operation channel- primary slice by accessory, umbilical cable single buckled under pve root brace. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The endoscop's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, adjusting collar, angle wire, bending rubber, distal case/cap, rl pulley assy, ud pulley assy, connecting receptacle(2), connecting receptacle (3), remote control button, switch with base plate no1 pb-free, switch with base plate no2 pb-free, switch with base plate no3 pb-free, air/water supply tube lg, suction channel lg, lg cable connector assy pb-free/nt, light guide cable, shield cover, distal end w/ccd-m imp-t pb-free/nt, lg cover glass, insertion flexible tube. The video duodenoscope is pending repair or final qc approval as of 09-jul-2020.